Manufacturer narrative:
Concomitant medical products: product ID: 305901, serial#: (B)(4), product type: screening. Other relevant device(s) are: product ID: 305901, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported that since the procedure they had been hurting at their incision site. It was reported that the patient was getting an error message "connection error no leads attached" and then they were getting a "system error." Patient reported their therapy turned off and said it was disconnected. It was reported that they could not feel stimulation and it could not be increased. It was later reported that the wires had pulled out from skin and the physician pulled them. No further complications reported/anticipated.